Manufacturer narrative:
(B)(4). Batch # u5dk3u. (B)(4). Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with one reload not loaded in the device. The reload was received fully fired and with damage on reload deck. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What was the approximate width of compressed vessel? Can it be confirmed that the entire width of compressed vessel was proximal to cut line and there was not extraneous tissue within jaws distal to cut line? What was the approximate blood loss? Was a transfusion required? Was there any tension on vessel at time of firing to potentially create a longer renal vein stump? Does the surgeon routinely wait 15 seconds prior to firing? What is the current patient status? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic nephrectomy procedure, when using pve35a/ vasecr35 to cut renal vein, surgeon found staple did not form b shape (some was still in original form u) , it just only cut vein. The patient suffered serious bleeding & doctors must switch to open surgery.

Manufacturer narrative:
(B)(4). Date sent: 8/6/2021. This is an analysis for a photo submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the photo shows one gauze stained with body fluids and one malformed staple and two unformed staples could be observed on it. Based on the photo review, the event describe was confirmed, however, no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion. As part of the ethicon endo surgery quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Date sent: 7/8/2021. Additional information was requested, and the following was obtained: 1. What was the approximate width of compressed vessel? The approximate width of compressed vessel was 1,6 ¿ 1,8 cm (renal vein). 2. Can it be confirmed that the entire width of compressed vessel was proximal to cut line and there was not extraneous tissue within jaws distal to cut line? Surgeon confirmed that the entire width of compressed vessel was proximal to cut line and there was not extraneous tissue within jaws distal to cut line. 3. What was the approximate blood loss? The approximate blood loss was 300ml. Was a transfusion required? No, patient did not need blood transfusion. Was there any tension on vessel at time of firing to potentially create a longer renal vein stump? No, there wasn¿t any tension on vessel. 4. Does the surgeon routinely wait 15 seconds prior to firing? Yes, surgeon wait 15 seconds before firing. 5. What is the current patient status? The patient has gradually recovered.

Manufacturer narrative:
(B)(4). Date sent: 2/22/2022. Additional information: the primary analysis was performed in independencia. Secondary analysis was performed in cincinnati, confirmed that the reload deck was damaged. Optical image, show deck damage in the proximal third of the cartridge. One side the deck has been forced down and on the other the deck has been lifted by the drivers. Under side of cartridge showing broken sled wing wedge into driver channel. Sled wing is under area of deck that has been forced down.